Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case involves a patient who had hear surgery and she wears hearing aids (was not wearing them for the call) after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
She also mentioned that she wears hearing aids (was not wearing them for the call) a [hearing aid user] had heart surgery [cardiac operation nos] last synvisc injection she received lasted longer than the previous ones as she was going on five month [device ineffective] case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves a 92 years old female patient who mentioned that she wears hearing aids (was not wearing them for the call) a, had heart surgery. Both physicians feel that it would be pretty risky for her to have a knee replacement. And last synvisc injection she received lasted longer than the previous ones as she was going on five month with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (lot - crsl034, with unknown dose, frequency, strength, expiry date) for osteoarthritis. On an unknown date patient mentioned that she wears hearing aids (was not wearing them for the call) (hearing aid user; disability) (unknown latency) and has had heart surgery (cardiac operation; medically significant) (unknown latency). Both physicians feel that it would be pretty risky for her to have a knee replacement. Patient also mentioned that the last synvisc injection she received lasted longer than the previous ones as she was going on five months (device ineffective) (unknown latency). She had having a bad time and was due for another injection. It is unknown if there were lab data/results available. Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for all events. Reporter causality: not reported for all events. Company causality: not reportable for all events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
She wears hearing aids (was not wearing them for the call) [hearing aid user] had heart surgery [cardiac operation nos] last synvisc injection she received lasted longer than the previous ones as she was going on five month; lack of efficacy with no reported ae [device ineffective] case narrative: initial information received on 28-apr-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves 92 years old female patient who wears hearing aids (was not wearing them for the call), had heart surgery and last synvisc injection she received lasted longer than the previous ones as she was going on five month; lack of efficacy with no reported ae (adverse event) after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. She received synvisc injection every three months for osteoarthritis. On 10-dec-2022, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee at a dose of 6ml 1x via intra-articular route (lot - crsl034, expiry date: 31-aug-2025, strength: 48mg/6ml) for osteoarthritis. On an unknown date patient mentioned that she wears hearing aids (was not wearing them for the call) (hearing aid user) and had heart surgery (cardiac operation) (unknown latency). Both physicians feel that it would be pretty risky for her to have a knee replacement. Patient also mentioned that the last synvisc injection she received lasted longer than the previous ones as she was going on five months (device ineffective) (unknown latency). She was currently having a bad time and was due for another injection. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: she wears hearing aids and had heart surgery. Outcome: not recovered for she wears hearing aids (was not wearing them for the call) and unknown for rest of the events reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: disability for hearing aid user and medically significant for cardiac operation and intervention required for hearing aid user and cardiac operation. A product technical complaint (ptc) was initiated on 28-apr-2023 for synvisc one (batch number: crsl034, expiry date: 31-aug-2025) with global ptc number (B)(4). The sample status was not available. Ptc stated: based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. This complaint does not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch # crsl034, synvisc was manufactured on 22sep2022 with expiration date of 31aug2025 yielding 5,086 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in process issues noted during the manufacturing/packaging processes. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Customer sample was not available for evaluation. Root cause could not be assessed. Trend analysis: there are a total of four complaints for mother lot crsl0341 and sub-batches. 100279081 crsl034a syringe tip broken while use (B)(4); crsl034 product closure/seal issue (B)(6); crsl034 syringe broken nos( B)(4); crsl034 without / not enough effect based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Based on the complaint from intake team, there is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 30-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 30-may-2023 from healthcare professional (quality department). Ptc results for lot number: crsl034 along with expiry date and strength were added. Text amended accordingly.